Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the loading process, the customer was unable to pull any air out of the cartridge during the air removal step. The customer was able to load a new cartridge without issue. The customer speculated that the bag in the cartridge might have been defective. However, this could not be confirmed as the customer had discarded the cartridge. There was no impact to the customer's blood glucose level.